Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was did not open. A technical support specialist (tss) instructed the user to log out of the application and then log back in. This action successfully allowed the user to proceed with issuing the medication without any further issues. The system functioned as intended after the technical support specialist investigated the issue.